Manufacturer narrative:
Citation: bapat v. Technical pitfalls and tips for the valve-in-valve procedure. Ann cardiothorac surg. 2017;6(5):541-552. Doi:10.21 037/acs.2017.09.13 earliest date of publication used for date of event. Medtronic surgical valve products referenced in the article: hancock ii (product code dye, PMA# p980043) and mosaic (product code dye, PMA# p990064). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a step-by-step approach to planning and performing valve-in-valve (viv) procedures. In figure 8, the author presented an image of a non-medtronic transcatheter valve that had been implanted viv in a medtronic mosaic surgical valve. In figure 9, the author shared one image that identified a non-medtronic transcatheter valve that had been implanted within a medtronic hancock ii surgical valve and another image that showed ¿deep placement¿ (malposition) of a medtronic corevalve within a non-medtronic surgical valve. No further information was provided pertaining to these medtronic products.